Manufacturer narrative:
(B)(4). Batch # unk . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: what vessel was being clipped with the reported problem occurred? Vessel being clipped was cystic artery. Please quantify the amount of blood the patient lost. Minimal blood loss. Did the patient require a transfusion? No transfusion required. Please described how many times this occurred during the procedure and what was done to manage the bleeding. Completed case - just kept trying to restaple with a second device. What was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain. Patient was stable following the procedure. This surgeon finds that after he fires the staple, the next staple is not sitting properly.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon clipped the vessel but it continued to bleed. When he went to staple again, the first staple fell off the vessel. Had to reapply clips. It looks like the next clips in the applier are not sitting properly. Procedure completed with same/like device. There was no adverse consequence to the patient.